Manufacturer narrative:
Revision: there was no issue with the patient as a result of the exchange. The reported loose power port connectors for the returned controller, (B)(4), were confirmed during evaluation of the device. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Analysis of the device revealed that the controller passed functional testing but failed visual inspection due to a loose driveline connector and loose power port 1 and power port 2 connectors of the controller. The most likely root cause of the loose driveline connector can be attributed to a displaced retention nut. However, this observation is not related to the reported event. The loose driveline connector and loose power port connectors did not affect the functionality of the controller. A possible root cause of the loose connectors may be attributed to a shift in the manufacturing process. The loose power port connectors are currently being investigated by the manufacturer with the supplier. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use and patient manual include a warning to keep a spare back up controller available at all times and outlines that if there is a controller failure, the controller should be switched to the back-up controller. The steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. The IFU cautions, "do not force connectors together without proper alignment. Forcing together misaligned connectors may damage the connectors." Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that there was loose connector on the controller. The device was exchanged. There was issue with the patient as a result of the exchange.